Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the verbatim: we have 3 tubing that were leaking at the filter for our neonatal unit, item code: bect, number: 20129e set IV mic bore 1.2mic lpbf alaris fixed m ll lot # (10)23089411.

Manufacturer narrative:
The customer reported that the samples were leaking from the filter. Three samples model 20129e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bd syringe filled with water. During priming two sets were leaking at the filter vent. The third set that did not leak during priming was attached to a bd primary set and an infusion run was performed at a rate of one ml/hr for about eight hours. The observation of leak was observed. The customer complaint was verified. A quality notification was sent to the supplier. From the supplier investigation, the probable root cause is that the hydrophobicity of the membrane was compromised by the drugs / solutions used. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.